Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that they had high blood glucose. Blood glucose level was 500mg/dl. Customer also received replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. Insulin pump will not be returned for analysis.